Event description:
Related manufacturer reference number 3006705815-2022-00134. It was reported that patient experienced ineffective therapy after a fall. System diagnostics recorded high impedance on one of the leads. Surgical intervention may take place to address the issue. It¿s unknown which lead was involved, and both are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that surgical intervention was undertaken wherein one of the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.